Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown; product ID: 9735773, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The system failed the hardware test during checkup due to computer will not power on. The batteries and ups were replaced which resolved the issue. The system then passed checkout and the system is functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the main cart will not power on. When the clinical specialist presses the power button, it illuminated for 1 second and then would immediately turn off. The clinical specialist noted that the system was powered off when he found this, so he plugged it into an outlet for 3 hours. When he went to test it later, he said the power button would illuminate for approximately 4 seconds and then turn off. The clinical specialist plugged another stealth(s8) into the same power outlet and it would power normally, not going to battery backup. The clinical specialist will get tools to check ups power lights and connections, then report back. The clinical specialist confirmed a ups fault. Sending the clinical specialist a ups and a battery with the instructions to install the ups first and test the battery to see if it needs to be replaced as well. No patient present.

Manufacturer narrative:
Product ID: 9735787, serial/lot# (B)(6). Product ID: 9735773, serial/lot# (B)(6). H3: the ups was returned to the manufacturer for analysis. Functional determined that the returned ups was bench tested and upon connection to the battery and ac, the ac and battery led's were faint and the err led was constantly flashing. As reported, when pressing the power button, it would stay lit for four seconds and then go off. The accompanying ups was found to be defective. Failure confirmed. Codes associated with the ups: fdr 120, fdc 4307 h3: the battery was returned to the manufacturer for analysis. Functional testing determined that upon return, the battery measured 51.70 vdc.the battery was connected to a main cart test system overnight in order to receive a complete charge. Once disconnected from ac, on battery power, the system shut down immediately. Codes associated with the battery: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.